Manufacturer narrative:
The customer performed their own troubleshooting and replaced the r2 reagent probe to resolve the issue. The customer also performed quality control and patients with acceptable results. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high glucose patient results on their au680 clinical chemistry analyzer. The high results were not reported out of the laboratory. The customer repeated the patient samples on another au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.